Event description:
The biomedical engineer (bme) reported that the telemetry transmitters ( (B)(6) ) were intermittently locking up and experiencing signal loss. No patient harm reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the telemetry transmitters (zm-540pa) were intermittently locking up and experiencing signal loss. No patient harm was reported. Investigation summary: as no devices were returned for evaluation relating to this event, the reported issue could not be duplicated nor confirmed. As such, a root cause cannot be determined. Due to the age of the complaint, additional information is unlikely to be available. A serial number review of the reported device does not reveal additional related complaints. A complaint history review of the customer's account does not reveal trends for similar complaints. The customer has not reported any other issues relating to signal loss for zm-540pa devices. Signal loss with zm transmitters indicates an issue with the wireless medial telemetry service (wmts) covered under 47 cfr part 95. Scenarios where transmitters are not able to transmit properly to the orgs will result in signal loss. Zm transmitters transmit signals to an org which houses a receiver card. The org then sends that data to a central nurse's station (cns) to display patient vital signs. Signal loss with zm transmitters can occur due to other equipment using the same frequency range or a battery losing its charge. Interference due to multiple devices using the same frequency range is indicative of use error. Nk recommends that there be a channel administrator to manage channel assignments. Signal loss could also occur if there is any interruption with the signal due to the transmitter being in an area that makes it difficult for it to reach a receiver. Signal loss due to battery charge loss is relate to use error. The operator's manual for the zm-52x and zm-53x series transmitters estimates that battery lifetime is at most two and a half days with two aa alkaline batteries. Should the transmitter be found to be in good working condition, signal loss issues could also originate from the org which receives the wmts signal. As the org contains eight receiver cards that can receive signals from eight different transmitters, if the receiver cards become unseated from the main board or if either or both components fail, signal loss would occur. Component failure with zm transmitters and the org can occur has a result of physical damage or fluid intrusion to the unit. Physical damage can occur because of hard, sudden impacts with other surfaces or objects. Physical damage can both cause damage to the case of the device as well as the components within it. Should no physical damage be observed or reported, component failure can occur because of wear and tear as the device ages. The device was installed in 9/2011. The following fields contains no information (ni), as attempts to obtain the information were made, but not provided. Attempt #1 02/18/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 02/19/2021 emailed customer via microsoft outlook for all items under the no information section. The customer responded, but did not provide the requested information. Additional device information: d10: concomitant medical device: the following devices were used in conjunction with the org: central nurse's station (cns): model: cns-9701a sn: (B)(6). Telemetry transmitters: model: zm-540pa sn: (B)(6). Model: zm-540pa sn: (B)(6). Model: zm-540pa sn: (B)(6). Model: zm-540pa sn: (B)(6). Corrected information: e3 occupation: corrected "non-healthcare professional" to "biomedical engineer."

Manufacturer narrative:
The biomedical engineer reported that the zm-540pa telemetry transmitters are intermittently locking up and were experiencing signal loss. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Attempt #1 02/18/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 02/19/2021 emailed customer via microsoft outlook for all items under the no information section. The customer responded back, but did not provide patient and org information. Additional device information: concomitant medical device: the following device(s) were being used in conjunction with the org central nurse's station model: cns-9701a sn: (B)(4). Telemetry transmitter model: zm-540pa sn: (B)(4). Model: zm-540pa sn: (B)(4). Model: zm-540pa sn: (B)(4). Model: zm-540pa sn: (B)(4).

Event description:
The biomedical engineer reported that the zm-540pa telemetry transmitters are intermittently locking up and were experiencing signal loss. No patient harm reported.